Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system is unable to boot. Review of the logfile shows malfunction related to pdu fan tray and dcps. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the device does not turn on and f4 fuse was blown due to defect in the pdu fan tray and dcps. To resolve the issue, the fse replaced pdu fan tray and dcps. The defective part was sent for analysis, for pdu fantray failure was observed and the failed components were found to be defective psu's mains input cable, fan tray interconnection board, and power supply ac/dc. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.